Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. The bags were opened at the bottom and all the solution spilled. This was identified during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from september 17, 2019 - september 18, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph showed a large hole at the shoulder port weld area in the lower left side of the bag. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.